Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the ratchet handle does not move up and down. The event occurred during kit inspection. There was no harm or delay. No adverse event was reported as a result of this malfunction.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record identified no repairs related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.